Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8870, product type: software. Product ID: 8840, product type: programmer, physician. Product ID: 8596sc, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone at 5 mg/ml at 0.24 mg/day and baclofen 0.2 mcg/ml at 0.0086 mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient was implanted with a new catheter 2 weeks ago. Yesterday (B)(6) 2017, the patient¿s pump was filled with drug. Per the reporter the physician programmed a bridge bolus instead of a priming bolus. Today, (B)(6) 2017, the patient was hospitalized and was currently admitted to the ICU (intensive care unit). The bridge bolus was to run over 5+ hours with a ttv (total tubing volume) of 0.488 ml. The reporter planned to follow up with the healthcare provider. Additional information was received on 11-dec-2017 that reported the patient had been implanted in 2016, had back surgery and the catheter was cut so the pump was filled with normal saline at that time. Per the reporter they were not sure why it took so long to get the patient in for a catheter revision. A new catheter was implanted on (B)(6) 2017 and the same pump was kept. There was no drug available, so the pump was left with normal saline. The cause for programming a bridge bolus instead of a priming bolus was noted to be a decision made by the physician independently. After reviewing a bridge bolus versus a priming bolus with the physician he stated that going forward he would do priming boluses and not bridge boluses in this scenario. The actions and interventions taken to resolve the issue were noted to be that the patient was transferred to a different facility, the drug was removed from pump, and it was programmed to minimum rate. It was also noted at the time of refill, the patient apparently still had her fentanyl patch on. The physician stated that if they had just supported her at the original hospital till the fentanyl was out of her system, she would have been fine. No further complications were reported.